Manufacturer narrative:
Intuitive surgical received the permanent cautery hook instrument associated with this complaint and has completed its evaluation. Failure analysis confirmed the instrument's pitch cable was broken at the distal end. The crimps for the pitch cable were not missing and the clevis did not exhibit any damage or wear marks. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis evaluation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during an inspection in central processing that the permanent cautery hook was found to have broken cables. The previous procedure with this instrument was completed with no reported patient harm or adverse consequences.